Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the g5 mobile application shut down unexpectedly.  No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the screen becoming frozen could not be determined. A root cause could not be determined.